Manufacturer narrative:
The tech used a mattress revitalization kit to repair the mattress.

Event description:
Info received indicates there is contamination in the mattress due to worn mattress ticking.